Event description:
It was reported that as the physician tried to shape the guidewire, the tip broke. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the guidewire found that it had separated at 11.5cm from its nitinol distal end. The core was also separated and the core wire on each side was slightly protruding out of the proximal distal side of the nitinol separated sites. The guidewire appeared to have kinked before separation and multiple kinks and bents were observed along the guidewire body. No anomalies were observed with the guidewire coating. The guidewire was found conforming to its dimensional specifications. Scanning electron microscopy (sem) was performed on the distal and proximal separation sites. The site showed some directional dimpling indicative of torsional overload. The cause for the observed bends in relation to the reported issue could not be definitively determined. However, information available indicated that the guidewire was confirmed to be in good condition after unpacking and that the break occurred during shaping of the guidewire tip; therefore, it is possible that the reported break and damages found are related to the preparation of the device. Therefore a root cause of preparation damage has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that as the physician tried to shape the guidewire, the tip broke. There was no patient involvement.